Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the product code? What is the lot number? What was the date of implant? If the device has been removed, what was the date of explant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? Answer: I don¿t have any patient info I can remember.

Event description:
It was reported that a linx was removed due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. B3: unknown; captured as awareness date. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What is the lot number? What was the date of implant? If the device has been removed, what was the date of explant? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.